Event description:
New information noted that the right ventricular lead exhibited elevated high voltage lead impedance measurements. The physician noted that the patient's condition is degenerative due to factors unrelated to the pulse generator system, but is still stable. No further intervention is anticipated and the lead will continue to be monitored.

Event description:
It was reported that the right ventricular lead exhibited elevated high voltage lead impedance measurements. Further information was requested however, was not provided.